Manufacturer narrative:
Operator of device and initial reporter also sent report to FDA are unknown; no additional information has been received to date. A product sample was received for evaluation. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the pump exhibited alarms and an acu watchdog failure. No patient injury was reported.

Manufacturer narrative:
H10: device evaluation: the device was returned for investigation. Visual inspection and functional test were performed. The customers reported problem was not related to any previous repair. Visual inspection found that tamper seals were missing on bottom case and plunger assembly and there was a crack on right plunger case and barrel clamp head. There was no evidence of the reported problem in the error log as they were unable to access the error log. The customer reported problem was duplicated at power up and high profile c9 on the interconnect board was found with fractured solder joint. For corrective action the interconnect board was replaced. The root cause of the reported problem was undetermined. A manufacturing device history record review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records., corrected data: correction: h4: mfg. Date. 04-may-2015; d4: model number: 3500.